Event description:
It was reported that the patient experienced five events in which infusion set fell off during use on (b)(6)2026. The infusion sets had been in use for eighteen to twenty-four hours for all the events.

Manufacturer narrative:
Initial 3 of 5Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.